Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low, out of range, shock lead impedance measurement of 0 ohms as shown in daily measurements. Other parameters were stable. Troubleshooting was performed and the out of range impedance measurement could not be reproduced. Electromagnetic interference (emi) was suspected to have caused the observation. Boston scientific technical services (ts) discussed testing system in different configurations. The field representative will perform the suggested testing next time since the patient left the clinic already. All other measurements were stable and the patient will be monitored. Additional information was received indicating that the cause of the observation was not conclusively determined. Emi was not reproduced during testing and all other measurements were in normal range. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.